Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. There is no evidence of fire or smoke damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand generated plasma and coagulation. No unexpected events occurred during the testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an endoscopic sinus surgery, the procise xp coblator ii ignited (set on fire), smoked and had a burning smell during the in vitro trial when the default settings were 8 and 4. Later, the settings were adjusted to 6 and 3 and the procise xp no longer ignited but still smoked and had the sticky smell, making it difficult to cut tissue. There was no impact to the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.